Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (stated by patient as sensation of shorting in neck and burning in ear) due to paddle lead (model 3228) migration/flipping over. No additional information available at this time.

Manufacturer narrative:
Additional review of complaint identified it is unlikely the lead may have burned the patient's ear. The leads are internally implanted. Documentation and/or confirmation by healthcare professional was not provided. The report was submitted in error.

Event description:
Additional review of complaint identified it is unlikely the lead may have burned the patient's ear. The leads are internally implanted. Documentation and/or confirmation by healthcare professional was not provided. The initial report was submitted in error.